Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced due to dislodgement noted via imaging. A new lv lead was placed successfully. This lead has been received for investigation. No additional adverse patient effects were reported.